Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned product was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It also met all of the requirements for the reflux, pressure-flow, preimplantation, and leakage tests. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during the implantation surgery the valve was found to be clogged before use. It was also reported that the patient was doing well.